Event description:
Baxter (B)(6) received a report that an infusor leaked at the fill port during filling. The device was being filled with a solution of ropivacaine hydrochloride hydrate. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one used sample for evaluation. The reported condition of a leak was confirmed. Upon sample receipt, the device contained fluid in the reservoir. To verify the reported condition, the fill-port cap was removed. Upon removal, leakage (backflow) was observed coming out of the fill port. Visual examination of the disassembled unit revealed the root cause of the leak was a black rubber stopper particle beneath the check band. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Companion samples were also received with the used sample. Visual examination of the samples showed no signs of physical abnormality. A leak test showed no signs of leakage on any part of the devices.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. This product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.